Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were performing splenosentesis in an open splenectomy, they were able to load the device normally and opened the green firing insurance and unable to squeeze the handle but the device could not be fired. When they fired the device the blade was pushed once time and it would not continue to be pushed. They continued to fire and a clicking sound was heard. They then stopped firing, and they had difficulty unloading the device. They replaced the reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.